Manufacturer narrative:
Continuation of d10: dtpc2qq crt-d implant date 09feb2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a stoke due to bioprosthetic valve endocarditis and there was a concern for a large roo t abscess.  The patient experienced bacteremia and suspected cardiac resynchronization therapy defibrillator (crt-d) and lead infection. The crt-d system was explanted via sternotomy. During explant it was noted that there was vegetation/thrombus on the leads. No further patient complications have been reported as a result of this event.